Event description:
It was reported, the patient has episodes of very loud screeching noise, on the same side as her implant. The first time mid 2009, whilst wearing her processor. The next two episodes occurred the following month, when she was not wearing her processor. The following month, she has had three episodes, two times while not wearing her processor. When her processor is on during these episodes, the volume is very loud. The episodes start and end suddenly. There are complaints of pain radiating down her neck and tenderness at the implant site, no signs of redness or irritation at the site of the coil. Patient given a weak magnet a few weeks ago as a precautionary measure. Implant testing is unremarkable and her mapping parameters look good. Due to volume fluctuation, the patient is experiencing the clinic is concerned about the function of the device. Patient admitted to clinic due to anxiety attack, while in hospital had 2 episodes of screeching. Since then, they are occurring almost daily. The clinic are proceeding with an explant/re-implant.

Manufacturer narrative:
The device has been explanted. It should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.